Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peg tube infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date in (B)(6) 2017, the patient experienced an infected peg tube and the hospital tried replacing it 6 weeks ago but it was attached to the patient's stomach wall. The patient was treated with an unknown antibiotic but it did not clear up correctly. On (B)(6) 2017, the peg-j tube was replaced.